Event description:
The customer reported that during use of this tubing set, the sensor failed at the patient end. The customer also reported that there was an injury to the patient.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
There is an ongoing CAPA investigation opened. (B) (4). The colleague pump was serviced by baxter personnel. During service, it was confirmed that the phm keypad was not responsive. The ui/phm signal and power harness was fixed and the phm was replaced. The wires in the rear housing were replaced. The following parts were installed: cord retainer, batteries, battery harness, comm port dust cover, phm gasket, hang tags, spiral wraps and cord wrap. The following parts were replaced: pole clamp, volume and contrast labels, battery bracket screw and cord retainer screw. The pump was returned back to the customer.

Manufacturer narrative:
(B) (4)the software (B) (4), categorized as colleague 2006.

Event description:
A baxter service technician reported finding a colleague infusion pump with no buttons working on the pump head module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the patient presented with chest pain and shortness of breath. Angiography revealed a narrowing of the left anterior descending (lad) artery. A taxus express2 paclitaxel-eluting coronary stent 3.00x12mm was implanted in the left anterior descending (lad) artery. The patient was instructed to and did take plavix for at least eleven months post-procedure. Approximately 13 months post-procedure, the patient suffered a mi reportedly due to in-stent thrombosis of the lad at the previously placed taxus stent. The patient underwent cardiac catheterization and additional stenting to treat the event. No further patient complications were reported.